Event description:
It was reported that during a laparoscopic colectomy procedure, surgeon fired on cystic artery and the clip was scissoring and caused bleeding. He tried to stop bleeding and completed the case a different device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.